Event description:
It was reported that an error was displayed when powering up the programmer. The user cycled power, but the error did not clear. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that an error was displayed when powering up the programmer. The user cycled power, but the error did not clear. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer booted to an error and therefore the software was reloaded. Analysis also found that the system fan was noisy and that there was a broken tab on the power cord bay. The fan and the bay were both replaced to resolve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.